Event description:
It was reported that a patient experienced a pericardial effusion. During a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. The transseptal access was completed, and while the physician was mapping it was noticed a pericardial effusion. A pericardiocentesis was performed to solve the issue and the procedure had to be cancelled. The patient had successfully recovered from the event.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.